Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the failed battery test alarm was performed. Customer replaced the battery on the insulin pump and the issue remained unresolved. Customer was advised to monitor the insulin pump and use the correct battery. The product was not returned for analysis.